Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely for follow-up. Review of the transmission revealed that the pulse generator exhibited far field r-wave oversensing. The device was reprogrammed and there were no more issues. The patient¿s condition was stable.